Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and damage occurred. The 90% strenosed target lesion was located in the severely tortuous and moderately calcified obtuse marginal branch. A 3.00 x 20mm synergy¿ stent was advanced to treat the lesion. However, the stent got dislodged inside patient's body and was retrieved successfully using a snare. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2018-00717. It was further reported that on the first attempt of advancing the 3.00 x 20mm synergy stent delivery system (sds) it failed to cross the lesion. A guidezilla ii guide extension catheter was then used on the second to advance the synergy sds but it still failed to cross the lesion. When the physician tried to remove the synergy sds, the proximal end of the stent met with the distal end of the guidezilla ii and the synergy stent became flared. Upon further removal, the stent dislodged from the delivery system. The physician tried to remove the dislodged stent using two parallel guide wires with the delivery catheter. However, strong resistance was felt and the synergy sds separated at its exit port. Only the proximal portion of the sds could be removed. Subsequently, the guidezilla and the guide catheter were removed. A new 8f sheath was then inserted and a snare catheter was advanced and retrieved the dislodged stent. At unknown timing, the distal portion of the delivery catheter was removed and nothing has been left behind the patient's body. No patient injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination found that the stent was detached from the sds and returned snagged on a snare device. The proximal end of the stent was severely damaged and bunched. The maximum crimped stent profile measurement was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a break in the shaft polymer extrusion at the skive exposing the core wire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
The obtuse marginal branch was originally reported and the correct target lesion is the left circumflex artery.